Event description:
A zoll pt service representative (psr) called zoll customer support to report that while fitting a (B)(6) female pt, the pt's monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to an intermittent bga connection on the ram chips (u100 and u101). The root cause for the intermittent bga connection could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective ram chips. The pt received a replacement monitor.